Event description:
It was reported that shaft break occurred. The target lesion was located in the left coronary artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during advancing, the balloon delivery shaft fractured. The device was completely removed and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 83.2cm distal of the strain relief. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left coronary artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, during advancing, the balloon delivery shaft fractured. The device was completely removed and the procedure was completed with another of same device. There were no patient complications reported and the patient's status was stable.